Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 15oct2019. Failure investigation was completed. The touch screen assembly was received for evaluation. Optical inspection revealed yellowing, cracked traces, poor epoxy coverage, suspected inter-layer delamination/bubbling, and minor surface smudging/fingerprints. Resistance measurements were performed on the returned touch screen assembly. Further investigation revealed that the resistance out of tolerance. Root because failure determined to be resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch screen was not operating. It is unknown if the unit was in clinical use at the time the reported issue was discovered. There was no reported patient or user harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/27/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touch screen was not operating. It is unknown if the unit was in clinical use at the time the reported issue was discovered. There was no reported patient or user harm.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Repair information was confirmed. The field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse noted that the touch screen would not calibrate. The fse replaced the touch screen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.